Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the extension tubing was damaged when unclamped for transfusion. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: event date: (B)(6) 2019. The catheter was placed in the morning of (B)(6), bid transfusion was used on the patient, the medicine was caro sodium chloride injection 80ml. The catheter was clamped afterwards. It's noticed in the afternoon that the extension tubing was damaged when unclamped for transfusion. Confirmed that the patient didn't receive enhanced CT examination that day. The catheter has been discarded.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8256306. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our engineer's evaluation of the photograph provided by your facility, they have determined that this event is related to the design of the slide; the bd pegasus has been redesigned to use a pinch camp to prevent future occurrences, bd apologizes for any inconvenience your facility may have experienced as a result of this event and will continue to track and trend for this issue. Additionally, using previous investigations, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. To address this issue our plant has conducted a redesign of the product , switching the slide clamp for a less abrasive pinch clamp.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the extension tubing was damaged when unclamped for transfusion. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: event date: (B)(6) 2019 the catheter was placed in the morning of (B)(6), bid transfusion was used on the patient, the medicine was caro sodium chloride injection 80ml. The catheter was clamped afterwards. It's noticed in the afternoon that the extension tubing was damaged when unclamped for transfusion. Confirmed that the patient didn't receive enhanced CT examination that day. The catheter has been discarded.